Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that a button was probably pressed for too long. Blood glucose level at the time of the incident was 111 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.